Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded gradually increased right ventricular (rv) pacing impedances over approximately the past year, exhibited by this transvenous defibrillation lead. The measurements were currently 1500 ohms; the shock impedance was reported to be stable as well as rv pacing threshold and sensing measurements. Additional information was provided that the latitude system detected a red alert due to a high rv pacing impedance measurement. It was later noted that the upper limit for this alert was 1700 ohms. The actual value of the measurement was not mentioned and could not be obtained. Technical services discussed this alert and how to re-program the upper limit of desired. To date, there have been no reported adverse patient effects associated with this clinical observation.

Event description:
--

Manufacturer narrative:
A technical services (ts) consultant recommended continued monitoring of the lead since all measurements were normal and stable. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequent information was received that following a routine device replacement approximately six years later, this chronic implantable defibrillation lead and replacement implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that the patient was seen in-clinic for follow up. High pacing impedance measurements were felt to be due to this being a high impedance lead and all other lead measurements were within normal limits. The physician will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.